Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's generator is now showing 25% battery remaining despite being implanted for less than a year. The patient has had 200 magnet activations since implant time. Per the battery longevity table provided in labeling, the device battery life is approximately 4 years. A review of device history records for the generator shows that no unresolved non-conformances were found. The device is however a laser routed m 106 generator.

Event description:
Programming data was received from patient's appointment on (B)(6) 2016. This suspect device is a laser routed generator. The laser-routing process created a deposition of conductive material on the edge of the pcb in some generators that resulted in alternate current pathways. In addition, these leakage paths caused increased supply current drain which leads to a decrease in battery longevity.

Event description:
Additional programming data was reviewed.

Event description:
A battery life calculation was performed and it shows that the patient's device has roughly 4 years from implant to reach ifi - yes and 4.5 years from implant to reach end of service. The physician had not yet observed any ifi or neos messages related to battery life.

Event description:
Patient underwent generator replacement and the generator was received. Analysis is underway but has not been completed to date.

Event description:
An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator. During the bench interrogation, the pulse generator interrogated at a distance of 0.0 inches between the pulse generator and the programming wand, the pulsedisabled and eos warnings were set. With the pulse generator case removed and the battery still attached to the pcba, the battery voltage indicated an eos condition. The battery was removed. The printed circuit board assembly (pcba) was subjected to a postburn electrical test and results show that the pcba failed several electrical tests. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed again and the results show that the pcba passed the tests. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption for both standby and pulsing modes of operation, and may have been the contributing factor for the ¿premature end of life (eol)¿.

Event description:
Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance, and generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without any substantial programming changes. Additional information was received on 12/01/2016 that the patient's device is now at eos and non- programmable. The device was interrogated and the results shows that the device was disabled due to vbat eos threshold, and current delivered was 0 ma. No known surgical interventions have occurred to date for replacing the generator. No additional relevant information was received.